Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ('small intestine perforation'), device dislocation ('migration of essure device- location of debvice; \ essure coil was found within the uterus or pelvis or within the loops of bowel / removal of essure migrated implant from the pelvis / failed ensure placement of the left side'), gastrointestinal perforation ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen'), pelvic pain ('pelvic pain') and abdominal abscess ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen') in a (B)(6) female patient who had essure (batch no. A33666-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal operation, appendectomy, colposcopy, hernia repair, splenectomy, tubal ligation and endometriotic cyst. Concurrent conditions included pelvic adhesions, discomfort, dehydration, alcohol abuse, hepatitis, pancreatitis, acid reflux (oesophageal), ovarian cyst, cervical intraepithelial neoplasia, malignant neoplasm of cervix uteri, gastritis, tiredness and leiomyoma nos. Concomitant products included diclofenac, estradiol and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the small intestinal perforation, device dislocation, gastrointestinal perforation, abdominal abscess and sepsis outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal abscess, abdominal pain, abdominal pain lower, device dislocation, gastrointestinal perforation, genital haemorrhage, menorrhagia, pelvic pain, sepsis, small intestinal perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discremptency-date(s) of insertion: (B)(6) 2013, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: linear metallic density projects along the posterior margin of the uterine fundus but does not appear to be within the endometrial cavity uterus. The exact etiology of this is uncertain. Clinical correlation is needed. Left ovary appears to be mildly enlarged and may have a cyst with septations. Correlation with pelvic ultrasound exam may be helpful in better evaluating the ovaries. Re-evaluation: patient denies history of iud but has had coil placed in tube in past.(as written). Endoscopic ultrasound - on (B)(6) 2014: impression: unremarkable esophagogastroduodenoscopy with endoscopic ultrasound, no evidence of chronic pancreatitis or autoimmune pancreatitis, her symptoms have resolved and I suspect this has a lot to do with alcohol cessation.. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (right tube occluded). Failed essure placement of the left side.. Ultrasound abdomen - on (B)(6) 2013: impression: decreased liver echogenicity with increased periportal echogenicity. Appearance would support hepatocellular disease of any etiology. This is most commonly associated with hepatitis or with passive liver congestion from right heart failure.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Complex likely hemorrhagic cyst seen within the left ovary which should undergo further evaluation with repeat ultrasound in six to eight weeks. 2. Simple right ovarian cyst.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal perforation, abdominal abscesses, abdominal pain, pelvic pain, abdominal pain lower. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal abscess, small intestine perforation, gastrointestinal perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ('small intestine perforation'), device dislocation ('migration of essure device- location of device; \ essure coil was found within the uterus or pelvis or within the loops of bowel / removal of essure migrated implant from the pelvis / failed ensure placement of the left side'), gastrointestinal perforation ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen'), pelvic pain ('pelvic pain') and abdominal abscess ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen') in a 36-year-old female patient who had essure (batch no. A33666-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal operation, appendectomy, colposcopy, hernia repair, splenectomy, tubal ligation and endometriotic cyst. Concurrent conditions included pelvic adhesions, discomfort, dehydration, alcohol abuse, hepatitis, pancreatitis, acid reflux (oesophageal), ovarian cyst, cervical intraepithelial neoplasia, malignant neoplasm of cervix uteri, gastritis, tiredness and leiomyoma nos. Concomitant products included diclofenac, estradiol and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the small intestinal perforation, device dislocation, gastrointestinal perforation, abdominal abscess and sepsis outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal abscess, abdominal pain, abdominal pain lower, device dislocation, gastrointestinal perforation, genital haemorrhage, menorrhagia, pelvic pain, sepsis, small intestinal perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: linear metallic density projects along the posterior margin of the uterine fundus but does not appear to be within the endometrial cavity uterus. The exact etiology of this is uncertain. Clinical correlation is needed. Left ovary appears to be mildly enlarged and may have a cyst with septations. Correlation with pelvic ultrasound exam may be helpful in better evaluating the ovaries. Re-evaluation: patient denies history of iud but has had coil placed in tube in past. (As written). Endoscopic ultrasound - on (B)(6) 2014: impression: unremarkable. Esophagogastroduodenoscopy with endoscopic ultrasound, no evidence of chronic pancreatitis or autoimmune pancreatitis, her symptoms have resolved and I suspect this has a lot to do with alcohol cessation. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (right tube occluded). Failed essure placement of the left side. Ultrasound abdomen - on (B)(6) 2013: impression: decreased liver echogenicity with increased periportal echogenicity. Appearance would support hepatocellular disease of any etiology. This is most commonly associated with hepatitis or with passive liver congestion from right heart failure. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Complex likely hemorrhagic cyst seen within the left ovary which should undergo further evaluation with repeat ultrasound in six to eight weeks. 2. Simple right ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal perforation, abdominal abscesses, abdominal pain, pelvic pain, abdominal pain lower. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal abscess, small intestine perforation, gastrointestinal perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: event sepsis and patient middle name was added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ('small intestine perforation'), device dislocation ('migration of essure device- location of device; \ essure coil was found within the uterus or pelvis or within the loops of bowel / removal of essure migrated implant from the pelvis / failed ensure placement of the left side'), gastrointestinal perforation ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen'), pelvic pain ('pelvic pain'), abdominal abscess ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure (batch no. A33666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal operation, appendectomy, colposcopy, hernia repair, splenectomy, tubal ligation and endometriotic cyst. Concurrent conditions included pelvic adhesions, discomfort, dehydration, alcohol abuse, hepatitis, pancreatitis, acid reflux (oesophageal), ovarian cyst, cervical intraepithelial neoplasia, cervical cancer, gastritis, tiredness and leiomyoma. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) -2018). Essure was removed on (B)(6) 2018. At the time of the report, the small intestinal perforation, device dislocation, gastrointestinal perforation and abdominal abscess outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal abscess, abdominal pain, abdominal pain lower, device dislocation, gastrointestinal perforation, genital haemorrhage, menorrhagia, pelvic pain, small intestinal perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discremptency-date(s) of insertion:(B)(6) 2013, jan 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: linear metallic density projects along the posterior margin of the uterine fundus but does not appear to be within the endometrial cavity uterus. The exact etiology of this is uncertain. Clinical correlation is needed. Left ovary appears to be mildly enlarged and may have a cyst with septations. Correlation with pelvic ultrasound exam may be helpful in better evaluating the ovaries. Re-evaluation: patient denies history of iud but has had coil placed in tube in past.(as written). Endoscopic ultrasound - on (B)(6) 2014: impression: unremarkable esophagogastroduodenoscopy with endoscopic ultrasound, no evidence of chronic pancreatitis or autoimmune pancreatitis, her symptoms have resolved and I suspect this has a lot to do with alcohol cessation.. Hysterosalpingogram - on (B)(6)2013: result: unilateral occlusion (right tube occluded). Failed essure placement of the left side.. Ultrasound abdomen - on (B)(6) 2013: impression: decreased liver echogenicity with increased periportal echogenicity. Appearance would support hepatocellular disease of any etiology. This is most commonly associated with hepatitis or with passive liver congestion from right heart failure.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Complex likely hemorrhagic cyst seen within the left ovary which should undergo further evaluation with repeat ultrasound in six to eight weeks. 2. Simple right ovarian cyst.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal perforation, abdominal abscesses, abdominal pain, pelvic pain, abdominal pain lower. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal abscess, small intestine perforation, gastrointestinal perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs + mr received: reporters were added. Lot no. Was added. New events-vaginal bleeding menorrhagia, device dislocation, gastrointestinal perforation, abdominal abscess were added. Outcome of pain and bleeding were updated. Concomitant conditions & medical histories were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ('small intestine perforation'), device dislocation ('migration of essure device- location of debvice; \ essure coil was found within the uterus or pelvis or within the loops of bowel / removal of essure migrated implant from the pelvis / failed ensure placement of the left side'), gastrointestinal perforation ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen'), pelvic pain ('pelvic pain'), abdominal abscess ('he presented with acute abdominal pains, was found to have perforated viscus with abscesses in the abdomen') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure (batch no. A33666-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal operation, appendectomy, colposcopy, hernia repair, splenectomy, tubal ligation and endometriotic cyst. Concurrent conditions included pelvic adhesions, discomfort, dehydration, alcohol abuse, hepatitis, pancreatitis, acid reflux (oesophageal), ovarian cyst, cervical intraepithelial neoplasia, malignant neoplasm of cervix uteri, gastritis, tiredness and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the small intestinal perforation, device dislocation, gastrointestinal perforation and abdominal abscess outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal abscess, abdominal pain, abdominal pain lower, device dislocation, gastrointestinal perforation, genital haemorrhage, menorrhagia, pelvic pain, small intestinal perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discremptency-date(s) of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: linear metallic density projects along the posterior margin of the uterine fundus but does not appear to be within the endometrial cavity uterus. The exact etiology of this is uncertain. Clinical correlation is needed. Left ovary appears to be mildly enlarged and may have a cyst with septations. Correlation with pelvic ultrasound exam may be helpful in better evaluating the ovaries. Re-evaluation: patient denies history of iud but has had coil placed in tube in past.(as written). Endoscopic ultrasound - on (B)(6) 2014: impression: unremarkable esophagogastroduodenoscopy with endoscopic ultrasound, no evidence of chronic pancreatitis or autoimmune pancreatitis, her symptoms have resolved and I suspect this has a lot to do with alcohol cessation.. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (right tube occluded). Failed essure placement of the left side.. Ultrasound abdomen - on (B)(6) 2013: impression: decreased liver echogenicity with increased periportal echogenicity. Appearance would support hepatocellular disease of any etiology. This is most commonly associated with hepatitis or with passive liver congestion from right heart failure.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Complex likely hemorrhagic cyst seen within the left ovary which should undergo further evaluation with repeat ultrasound in six to eight weeks. 2. Simple right ovarian cyst.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal perforation, abdominal abscesses, abdominal pain, pelvic pain, abdominal pain lower. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal abscess, small intestine perforation, gastrointestinal perforation. Most recent follow-up information incorporated above includes: on 29-may-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.